Event description:
It was reported to philips that the system gave an alert indicating some stand movements were not available, which can impact geometry movements. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was being performed when the issue occurred. The procedure was completed as planned by restarting the system. A philips remote service engineer inspected the system remotely and noted that table movements were locking and some stand movements were unavailable. After reviewing the log, it was suspected that the longitudinal pot meter had a position slip, potentially damaging its string wire. To resolve the issues, fse checked longitudinal pot meter on ad7 patient table and completed full ad7 table calibration. After performing a full set of ad7 table position calibration, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned by restarting the system with no delay and the loss of motorized table and stand movement is not likely to prevent the user from continuing the procedure, transferring the patient, or providing emergency intervention, therefore, the loss of motorized movement of the table is not likely to cause to contribute to a death or serious injury. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.